Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels ranging from 30 mg/dl to a level that was displayed as ¿high¿; however, a specific value was not provided; cause was unknown. Customer consumed carbohydrates, glucose tablets and gave a correction bolus via the pump to address bg levels. Reportedly, the customer reverted to an alternate method of insulin therapy.